Event description:
The device was returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the device case was discolored as a result of numerous high energy shocks delivered. A high-powered microscope was used to inspect the lead barrels and header of the device, no irregularities were observed. The header was confirmed to be fully attached to the case and all seal plugs were intact. The setscrews were found to move fully and freely in both directions. Analysis of the device memory was performed. It was noted that there were approximately 53 episodes which occurred between (B)(6) 2020 and (B)(6) 2020. The device had a total of 421 charges and 68 shocks delivered. This amount of shocks depleted the battery to end of life (eol) status. Three charge time exceeded faults were recorded on (B)(6) 2020 which resulted in the code 1007 observed in the field. Analysis confirmed that the device was functioning and depleted normally. The code 1007 was a result of a normally depleted battery following the high number of episodes and high voltage charges noted in the device memory. Patient code 3191 was used to capture the surgical intervention.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1007 indicative of capacitor charge exceeding maximum allowed time of 45 seconds. Boston scientific technical services (ts) recommended urgent replacement. The device was explanted.